Event description:
It was observed that during the device evaluation, image noise was present on the bronchovideoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: excessive use, defects in the circuit board within the video connector, or faulty contacts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.